Event description:
It was reported the patient had not been able to recharge the ipg for nearly two years, because it would not take a charge. It was reported the patient was not interested in pursuing surgical intervention.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.